Event description:
The customer reported that insulin from the bottom of the reservoir leaked past the o-rings. The blood glucose reading was 493mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus and leaking test per specifications. Reservoir was filled with diluent, connected to a new infusion set, connected to a 7xx pump. Reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.